Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported they were unable to adjust the settings on a hakim programmable valve. The valve was initially implanted in a patient on (B)(6) 2020. The initial setting was unknown. The provider was not able to change the setting and the patient required a revision surgery on (B)(6) 2020 to replace the valve. No patient's signs and symptoms reported.